Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported infection could not be determined. The patient remains on vad support. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: following drainage of the pump pocket abscess, an abdominal wound dehiscence occurred requiring a rectus muscle flap closure. The patient is receiving surgical and drug treatment.

Event description:
The pt was implanted with a left ventricular assisted device. A pump pocket infection was reported via postmarket study dat. CT showed fluid collection adjacent to the lvad pocket. External would culture from the pump pocket incision was positive for (B)(6). Incision and drainage of the pump pocket was performed and wound vac drain was placed. The date of resolution was reported as (B)(6) 2014.